Event description:
Had the needle remain in pt's skin after an injection. [Needle injury]. Case description: child experienced a needle remaining in pt's skin (on the arm) after an injection. The patient went to the hospital, where the needle was surgically removed. The patient has used novofine needles with a non-nn product (humapen) since the summer of 1999. Reportedly, pt only uses the needles once and injects insulin twice daily. Further information has been requested.

Event description:
Follow-up info rec'd on 08/01/2000: a md confirmed that the needle in question was verified by x-ray and surgically removed under local anaesthesia. Reportedly, the needle broke off in 2000 and was removed the same day.